Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Regulatory manufacturer report number: 1627487-2020-01791. It was reported the patient experienced ineffective stimulation due to an inability to increase amplitude. In turn, a system check was performed that indicated the l3 lead had high impedance on all four contacts. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein it was discovered that the l3 lead was slightly pulled out of the extension header. The physician decided to disconnect the extension and cut it to remove it. Reportedly, the l3 lead was retested and all impedance were within normal range. Therapy was restored post operatively.